Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed no image/loss of image with error codes b30 (scope communication error) / e216 (scope communication error). The issue occurred during a diagnostic pedi bronchoscopy procedure. The procedure was completed using another device with delay of less than thirty minutes under sedation. There were no reports of patient harm.